Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Noise, noise reversion, and high-rate episodes were recorded for the right ventricular lead. Previously, it was able to be programmed around. This time, the doctors decided to continue to monitor it. The patient was stable.